Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and do not show issues or system notices for device (B)(4). Bin files show that at least 23 injections were performed with the catheter.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure.

Event description:
Medtronic received information indicating that a patient had an esophageal ulceration post cryoablation procedure. Patient presented to emergency room on (B)(6) 2013 with esophageal bleeding. Patient was evaluated and it was determined that esophageal ulceration was present. The patient was treated and discharged (B)(6) 2013.